Event description:
The stent would not deploy. While trying to deploy the stent the doctor was met with excessive resistance which resulted in the catheter tearing approx 3.5 cm down from the handle.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The returned device was evaluated. The safety blister was missing. The adapter was opened. The sheath was torn off at the reinforcement, and the stent was still within the system. The distal tip, with a part of the inner catheter of approx 82cm length, was torn out of the system and enclosed. The failure to deploy is confirmed and the root cause is under investigation. It was reported that this product was used as an a/v access stent graft.